Event description:
It was reported that a clinician contacted beta bionics because the charger became warm and did not charge the device, and a replacement was initiated. Symptoms included no clinical effects reported. Outcomes included no impact on health or therapy reported. Investigation included customer interview and logistical review related to replacement supply shipment. Investigation of this case revealed a suspected charger malfunction consistent with a charging failure, with heat noted at the charger component. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to determine a specific failure mechanism.